Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04637 and 2134265-2018-04638. It was reported that vessel dissection occurred. After pre-dilatation was performed with a threader balloon catheter and a non-bsc balloon catheter, a 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a dissection was noted, requiring surgery. Another 2.25 x 12mm synergy drug-eluting stent was also used during the procedure. No further patient complications were reported.